Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to trunk was pulled out of the strain relief, damaging the gel fire wires in the cable and pulling off the j702 from the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that an electrode belt and monitor was damaged.